Manufacturer narrative:
Pump passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0874 inches. Pump¿s history and trace files downloaded successfully using thump software. No pump error 37 alarms noted during testing. However, pump error 37 confirmed in the pump history/trace files on [(B)(6) 2025 at 11:48:26.000]. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date (B)(6) 2025 listed on smartsolve due to insufficient data in the trace/history files. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Pump was cut open to perform visual inspection and found¿corrosion damage¿on the motor. Test sc1-cap properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, and stained keypad overlay. Alleged pump error 37 alarms confirmed in the pump history files on 11/18/2025 due to corroded motor home switch. Exposure to moisture confirmed. Unable to verify customer alleged high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.). The event involved product(s) mmt-1884, unomedical, unk_reservoir. Troubleshooting was performed. The customer was able to clear the alarm(s). The customer was not able to rewind the pump. No further patient complications were reported. No product return is required for unomedical, unk_reservoir. Mmt-1884 was requested and customer response was the device will be returned.